Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a loose drive support disk, broken battery tube threads, a cracked case at the display window corners, a cracked belt clip slot, and a cracked reservoir tube lip. The pump passed the displacement test. There was a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. They were unable to verify the rewind, basic occlusion, occlusion, prime/ compromised force sensor system alarm, and excessive no delivery test due to the motor error alarm.

Event description:
The customer reported via phone call that she had been having high blood glucose for about a week now. Customer stated that she took the insulin pump off and there were chips and a piece missing. Customer stated that about half of the battery compartment is chipped and missing a piece of plastic. Customer stated that it is also chipped between the battery compartment and the reservoir compartment. Customer stated that the pump was dropped several times. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer mentioned that she treated with syringes and needles when her blood glucose was 498 mg/dl.